Event description:
It was reported that the pt had lost weight and the pump was flipping/slipping in the pocket. The pt was scheduled for surgery to move the pump from the left lower quadrant position to the left gluteal position. Upon opening the pocket, the entire catheter was found disconnected and curled up in the pocket with the pump. The pump was removed and another hcp was consulted to come and place a new catheter. A new catheter was placed with good flow of csf. The catheter was tunneled to the new pocket location and the new pump was placed. The pump was filled with a much lower concentration of drug (morphine sulfate decreased from 25 mg/ml at 1.224 mg/day to 10 mg/ml at a dose of 0.75 mg/day). The pt recovered.

Manufacturer narrative:
This report is being submitted following an internal audit.